Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), device expulsion ("migration of essure: uterus") and pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure (batch no. 958709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced nausea ("nausea") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2016, 4 years 4 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced adenomyosis ("endometriosis of uterus"). On an unknown date, the patient experienced adnexa uteri pain ("ovarian pain") and abdominal pain ("constant pain in abdominal area"). The patient was treated with surgery (patient underwent total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and weight increased had resolved, the device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, dyspareunia, allergy to metals, adnexa uteri pain, adenomyosis, abdominal pain and anxiety outcome was unknown and the pelvic pain, dysmenorrhoea and nausea was resolving. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, allergy to metals, anxiety, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Current weight: 247 lbs. On (B)(6) 2016, ultrasound reveals a uterus with a linear echogenicity crossing the myometrium to the outer margin of the uterus. Findings are possibly consistent with intrauterine device migration. On (B)(6) 2017, abdominal x-ray report: bilateral adnexal essure coils. Concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, dyspareunia, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: pfs received : event " psychological or psychiatric problems condition: mental anguish" are added. Outcome of event " pelvic pain, cramping and nausea are recovering and weight gain" is recovered. Concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), device expulsion ("migration of essure: uterus") and pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure (batch no. 958709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity. Concomitant products included nsaid's since 2012 and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced adenomyosis ("endometriosis of uterus"). On an unknown date, the patient experienced adnexa uteri pain ("ovarian pain"), abdominal pain ("constant pain in abdominal area") and abdominal pain lower ("cramping"). The patient was treated with surgery (patient underwent total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and weight increased had resolved, the device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, dyspareunia, allergy to metals, adnexa uteri pain, adenomyosis, abdominal pain, anxiety and depression outcome was unknown and the pelvic pain, dysmenorrhoea, nausea and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri pain, allergy to metals, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Current weight: 247 lbs. On (B)(6) 2016, ultrasound reveals a uterus with a linear echogenicity crossing the myometrium to the outer margin of the uterus. Findings are possibly consistent with intrauterine device migration. On (B)(6) 2017, abdominal x-ray report: bilateral adnexal essure coils. Concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, dyspareunia, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received: event: depression and abdominal pain lower were added. Event onset date were updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), device expulsion ("migration of essure: uterus") and pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure (batch no. 958709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), dyspareunia ("dyspareunia") and nausea ("nausea"). On (B)(6) 2016, 4 years 4 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced allergy to metals ("nickel allergy"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced weight increased ("weight gain"), adnexa uteri pain ("ovarian pain"), adenomyosis ("endometriosis of uterus") and abdominal pain ("constant pain in abdominal area"). The patient was treated with surgery (patient underwent total laparoscopic hysterectomy, bilateral salpingectomy.), surgery (patient underwent total laparoscopic hysterectomy, bilateral salpingectomy.) And surgery (patient underwent total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea, nausea and weight increased had resolved and the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, dyspareunia, allergy to metals, adnexa uteri pain, adenomyosis and abdominal pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, allergy to metals, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Current weight: 247 lbs. On (B)(6) 2016, ultrasound reveals a uterus with a linear echogenicity crossing the myometrium to the outer margin of the uterus. Findings are possibly consistent with intrauterine device migration. On (B)(6) 2017, abdominal x-ray report: bilateral adnexal essure coils. Concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, dyspareunia, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), device expulsion ("migration of essure: uterus") and pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure (batch no. 958709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), dyspareunia ("dyspareunia") and nausea ("nausea"). On (B)(6) 2016, 4 years 4 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced weight increased ("weight gain"), adnexa uteri pain ("ovarian pain"), adenomyosis ("endometriosis of uterus") and abdominal pain ("constant pain in abdominal area"). The patient was treated with surgery (patient underwent total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea, nausea and weight increased had resolved and the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, dyspareunia, allergy to metals, adnexa uteri pain, adenomyosis and abdominal pain outcome was unknown. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, allergy to metals, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Current weight: 247 lbs. On (B)(6) 2016, ultrasound reveals a uterus with a linear echogenicity crossing the myometrium to the outer margin of the uterus. Findings are possibly consistent with intrauterine device migration. On (B)(6) 2017, abdominal x-ray report: bilateral adnexal essure coils. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, dyspareunia, menorrhagia and pelvic pain." Most recent follow-up information incorporated above includes: on 11-may-2018: plaintiff fact sheet. Added new events adenomyosis and abdominal pain and lot number (958709) updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device expulsion ('migration of essure: uterus/migration') and pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (batch no. 958709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity. Concomitant products included nsaids since 2012 and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced adenomyosis ("endometriosis of uterus"). On an unknown date, the patient experienced adnexa uteri pain ("ovarian pain"), abdominal pain ("constant pain in abdominal area"), abdominal pain lower ("cramping") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (patient underwent total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, weight increased and hypersensitivity had resolved, the device expulsion, female sexual dysfunction, fatigue, dyspareunia, allergy to metals, adnexa uteri pain, adenomyosis, abdominal pain, anxiety and depression outcome was unknown and the dysmenorrhoea, nausea and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri pain, allergy to metals, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hypersensitivity, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: treatment received for pain, migration, bleeding, allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Current weight: 247 lbs. On (B)(6) 2016, ultrasound reveals a uterus with a linear echogenicity crossing the myometrium to the outer margin of the uterus. Findings are possibly consistent with intrauterine device migration. On (B)(6) 2017, abdominal x-ray report: bilateral adnexal essure coils. Concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, dyspareunia, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: allergic reaction. Outcome of previously added events pelvic pain abnormal bleeding(vaginal), menorrhagia were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device expulsion ('migration of essure: uterus/migration') and pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure (batch no. 958709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity. Concomitant products included nsaids since 2012 and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2017, the patient experienced adenomyosis ("endometriosis of uterus"). On an unknown date, the patient experienced adnexa uteri pain ("ovarian pain"), abdominal pain ("constant pain in abdominal area"), abdominal pain lower ("cramping") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (patient underwent total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, weight increased and hypersensitivity had resolved, the device expulsion, female sexual dysfunction, fatigue, dyspareunia, allergy to metals, adnexa uteri pain, adenomyosis, abdominal pain, anxiety and depression outcome was unknown and the dysmenorrhoea, nausea and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri pain, allergy to metals, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hypersensitivity, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: treatment received for pain, migration, bleeding, allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Current weight: 247 lbs. On (B)(6) 2016, ultrasound reveals a uterus with a linear echogenicity crossing the myometrium to the outer margin of the uterus. Findings are possibly consistent with intrauterine device migration. On (B)(6) 2017, abdominal x-ray report: bilateral adnexal essure coils. Concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, dyspareunia, menorrhagia and pelvic pain. Lot number:958709 manufacturing date: 2012-03 expiration date:2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent total laparoscopic hysterectomy). At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), device expulsion ("migration of essure: uterus") and pelvic pain ("pelvic pain") in a 42-year-old female patient who had essure (batch no. 968709, 968709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), dyspareunia ("dyspareunia") and nausea ("nausea"). On (B)(6) 2016, 4 years 4 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced allergy to metals ("nickel allergy"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced weight increased ("weight gain") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (patient underwent total laparoscopic hysterectomy, bilateral salpingectomy.), surgery (patient underwent total laparoscopic hysterectomy, bilateral salpingectomy.) And surgery (patient underwent total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea, nausea and weight increased had resolved and the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, dyspareunia, allergy to metals and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.5 kg/sqm. Current weight: 247 lbs. On (B)(6) 2016, ultrasound reveals a uterus with a linear echogenicity crossing the myometrium to the outer margin of the uterus. Findings are possibly consistent with intrauterine device migration. On (B)(6) 2017, abdominal x-ray report: bilateral adnexal essure coils. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, dyspareunia, menorrhagia and pelvic pain." Most recent follow-up information incorporated above includes: on 19-mar-2018: the case is medically confirmed. Reporter information was updated. This case concerns 42 year old patient. Her demographics were updated. Lab data was added. Essure indication was amended. Essure lot number was added. Essure removal date was added. Following events: fallopian tube perforation, abnormal bleeding (vaginal), apareunia, fatigue, dyspareunia, nausea, migration of essure: uterus, nickel allergy, weight gain, ovarian pain and she did not undergo essure confirmation test. She had recovered form the following events: pelvic pain, cramping, nausea and weight gain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.